Manufacturer narrative:
Investigation summary: the complaint of "contamination" was received against instrument phoenix ap material number: 448010, serial number: (B)(6). Bd remote assistance provided, replaced tubing. Instrument was found to be operational and released to the customer for regular use. This complaint is an unconfirmed failure of the bd product. The root cause was unable to be determined as no materials were received for investigation. Device history record review for the instrument (B)(6) was conducted and there were no abnormalities related to this failure mode during manufacturing acceptance testing. Service history for this instrument was reviewed and revealed no previous complaints related to this failure mode. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened.bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported that while using bd phoenix¿ ap, there was contamination of pseudomonas aeruginosa. No patient impact or mistreatment reported. The following information was provided by the initial reporter: "mid-week we identified a pseudomonas aeruginosa which was contaminating our purity agars: the samples on the autoprep revealed that the tubing and the liquid from the tubing were the only ones positive and we considered that the bag-tubing change would resolve the problem. Almost all the antibiograms are contaminated by pseudomonas. No results were sent to doctors. No treatments were affected by the contamination".

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ ap, there was contamination of pseudomonas aeruginosa. No patient impact or mistreatment reported. The following information was provided by the initial reporter: "mid-week we identified a pseudomonas aeruginosa which was contaminating our purity agars: the samples on the autoprep revealed that the tubing and the liquid from the tubing were the only ones positive and we considered that the bag-tubing change would resolve the problem. Almost all the antibiograms are contaminated by pseudomonas. No results were sent to doctors. No treatments were affected by the contamination".